Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to difficulty. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.